Event description:
As reported, during a cystoscopy, bilateral retrograde pyelogram, bilateral ureteroscopy with laser lithotripsy, bilateral ureteral stent exchange an ncircle tipless stone extractor basket broke. A photo was provided that shows one of the basket wires pulled out of the basket cannula. The customer discarded the packaging of the device and the lot number is unknown. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a cystoscopy, bilateral retrograde pyelogram, bilateral ureteroscopy with laser lithotripsy, bilateral ureteral stent exchange an ncircle tipless stone extractor basket broke. A photo was provided that shows one of the basket wires pulled out of the basket cannula. The customer discarded the packaging of the device and the lot number is unknown. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Corrected information: h6 (annex g) investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A photo of the complaint device showed one of the basket wires pulled free from the basket cannula that holds the proximal end of the basket wires in place. The catalog number of the device could not be determined from the provided photo. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. It is possible that procedural factors such as size, shape, and location of the stone may have placed excessive force on one of the basket wires, causing the proximal end to pull free from the basket cannula. The procedural factors during use of the device were unknown, so the cause for the reported issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.